Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, during surgery, the 3.2x450mm guide wire would not pass through the k-wire sleeve (B)(4) properly. The surgeon eventually got it to pass and the surgery was completed as intended.